Event description:
Treatment of an avm. It was reported while navigating through a tortuous vessel, the guidewire broke inside the catheter. The physician was able to retrieve both pieces and another guidewire was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. A follow up report will be submitted when the device is returned and the evaluation is completed.